Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 5/12/98).

Event description:
The iab was inserted into the pt transthoracically on 11/24/97. On 11/25/97 after iabp for 24 hrs, the iab leaked. Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: none from the event-reported 11/25/97. [Pt's current status]: unk-rpt'd 11/25/97.